Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display is hard to read and there is a crack on the bottom of the screen that makes the display hazy and unable to be read. Customer does not recall any significant events leading to the error, except that the pump may have been dropped. Customer's blood glucose was 242 mg/dl at the time of incident. Troubleshooting was done for the screen but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.